Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that mobile view station (mvs) system board fuses were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, when the imaging system was powered on, the image acquisition system (ias) would power up but the mobile view station (mvs) did not switch on. It was reported that the line power light on the viewing station was not lit. Imaging system was plugged in to multiple power outlets but the issue persisted. There was no patient present at the time of the issue.